Event description:
It was reported that when using the pyxis medstation es system d8on-2 auxiliary 1 drawer 3 failed, preventing the users from removing medication for the patient. The customer stated that there was a delay in dispensing medication to the patient, and they moved the medication from the other working station. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there were occasional failures to recognize the drawer as being open. A field service engineer installed a new open drawer sensor to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.